Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis. For the first firing, the surgeon approached the tissue and tried to close the jaws of the device, however, could not. Then the surgeon opened the forks and noticed a metal part was disengaged. The piece fell into the cavity of the patient but was retrieved. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.